Event description:
It was alleged that while the instrument was being rotated to reach tissue that the distal shaft broke and the distal end was abnormally "twisted". There were no reported complications due to the breakage. No patient harm or patient injury was reported.